Event description:
Pharmacy has been reporting issues with baxter IV bags. A new bag was found to have a hole in it. Manufacturer response for IV bag, baxter 50 ml IV bag (per site reporter): unknown. Pharmacy has communicated with the manufacturer. Pharmacy has been experienced issues with the IV bag when they are preparing IV meds for patients.